Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical services director reported a sub incisional anterior capsule tear was discovered at the conclusion of phacoemulsification during a laser assisted cataract procedure of the left eye. The doctor believes the laser makes the capsule weak. Upon follow up, patient is doing well one day post-operatively. Patient continues to be monitored.

Manufacturer narrative:
Ocular movement during treatment, ocular anatomy, the system and surgical technique can contribute to, or be the cause of a capsule tear during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute or cause a capsular tear. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).